Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a call to ms&s, the nurse stated she was unable to flush or obtain a blood return from powerpicc solo (3295335, redp3063) so she removed it. She noticed that it did not have the black tip as she is used to and wanted to make sure that a piece had not been left behind. She states the PICC is the same length as when it was inserted. Ms&s response: discussed possible causes of occlusions. Informed that the powerpicc solo is a valved catheter with the valves in the hub. This PICC can be trimmed on the end. Explained that the powergroshong PICC is a valved catheter with a black tip. However, the valve is on the tip distal tip of the catheter.